Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient presented in clinic for a follow-up. Interrogation of patients right ventricular (rv) lead via fluoroscopy showed incorrect placement of rv lead into left ventricle due to physician error. The patient was asymptomatic. The physician explanted and replaced the lead. The patient was stable throughout.